Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an overstimulation sensation that "knocked them to the floor." The patient was hospitalized with pneumonia. Impedance measurements showed high impedances on one of the patient's leads. Revision was considered but the device was able to be successfully reprogrammed. Therapy was restored and the patient recovered without sequela.